Manufacturer narrative:
H6: investigation summary: a complaint of exposure was received from the customer. A sample was returned for investigation. Through visual inspection, the defect component damage was confirmed. The pumping segment tubing was split open towards the top of the segment. A device history record review for model 2420-0500 lot number 23013007 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that there is exposure, delay in treatment, non therapeutic anticoagulation with use of the bd alaris¿ pump module smartsite¿ infusion set. Verbatim: exposure, delay in treatment, non therapeutic anticoagulation. Additional information received on 01-may-2023. What was the patient outcome? The tubing was clamped immediately- no harm to patient. Pt anti xa remained therapeutic despite interruption in heparin infusion. Did the event involve an adverse event or serious injury to the patient or healthcare professional? No thankfully. Could you advise on what was the exposure to? Blood/bodily fluid/IV solution heparin solution 25,000 units in 250mls dextrose, staff wore gloves, no exposure. Were medical/surgical/other interventions required due to the incident? New heparin drip and tubing (wasted approximately 150mls of a heparin bag. If there is patient involvement, can you please provide the following patient information; -patient initials -patient date of birth -patient age -patient gender -patient race -patient ethnicity -patient weight -patient diagnosis. No harm to patient I will not provide the info. If you are unable to provide patient demographics, can you tell me if the patient was an adult, child, infant or neonate? Adult. What type of procedure was being performed at the time of the event? CT scan of the abdomen, test had not started, pt was receiving IV contrast. What medication was used at the time of the event? Heparin as stated above. Was there an alaris pump and pump module in use at the time of the event? If so, what pump module model was in use (8100, 8110, 8120)? 8100.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there is exposure, delay in treatment, non therapeutic anticoagulation with use of the bd alaris¿ pump module smartsite¿ infusion set. Verbatim: exposure, delay in treatment, non therapeutic anticoagulation. Additional information received on 01-may-2023. What was the patient outcome? The tubing was clamped immediately-no harm to patient. Pt anti xa remained therapeutic despite interruption in heparin infusion. Did the event involve an adverse event or serious injury to the patient or healthcare professional? No thankfully. Could you advise on what was the exposure to? Blood/bodily fluid/IV solution heparin solution 25,000 units in 250mls dextrose, staff wore gloves, no exposure. Were medical/surgical/other interventions required due to the incident? New heparin drip and tubing (wasted approximately 150mls of a heparin bag. If there is patient involvement, can you please provide the following patient information; patient initials, patient date of birth, patient age, patient gender, patient race, patient ethnicity, patient weight, patient diagnosis. No harm to patient I will not provide the info. If you are unable to provide patient demographics, can you tell me if the patient was an adult, child, infant or neonate? Adult. What type of procedure was being performed at the time of the event? CT scan of the abdomen, test had not started, pt was receiving IV contrast. What medication was used at the time of the event? Heparin as stated above. Was there an alaris pump and pump module in use at the time of the event? If so, what pump module model was in use (8100, 8110, 8120)? 8100.